Event description:
It has been reported to philips that exposure was not possible. Patient was moved to another hospital. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was used for diagnosis procedure and the procedure got delayed. The procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot generate xray. Upon functional testing, the fse found that the tube filament was open. The philips engineer replaced the tube filament. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.